Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii/iii. Healthcare professional later reported rupture. Patient undergone total capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Un-reporting the codes b01 and c0601 as no device has been received. Only device photos. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii/iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ two devices are observed in the photos, one intact and the other rupture, the sides to which the devices belong are not labeled, so it cannot be determined to which device the analysis belongs. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii/iii. Healthcare professional later reported rupture. Device was explanted.